Manufacturer narrative:
This event was identified during a literature review. The lot number of the devices was not obtained, and the author of the case report was contacted as part of the investigation; however, it was confirmed that the reporter was not present during the event. Due to insufficient information regarding the incident and the device, the investigation could not be fully completed, and the root cause of the event remains inconclusive.

Event description:
An elderly man with hip and rib fractures underwent hip nailing on a hana table under spinal anesthesia and later developed complete lower extremity paralysis. Imaging revealed an l1 fracture with subluxation and cord compression, requiring emergency decompression and fusion, without neurologic recovery. It remains unclear whether the spinal injury was pre existing or displaced during surgery, with hindsight suggesting underlying spinal ankylosis (dish) and that additional spinal imaging or alternative positioning may have reduced risk.

Manufacturer narrative:
The reporter was contacted to provide additional details regarding the event; however, he confirmed that he was not present at the time of the incident and that the case report was written at a later date. Reported in "l1 fracture subluxation in patient with diffuse idiopathic skeletal hyperostosis diagnosed after hip fracture nail: a case report" ( ng, kelvin md; wengle, lawrence md, frcsc; veillette, christian md, msc, frcsc; leroux, timothy md, med, frcsc). Jbjs case connector 15(4):e25.00344, october-december 2025. / doi: 10.2106/jbjs.cc.25.00344.

Event description:
An elderly man with hip and rib fractures underwent hip nailing on a hana table under spinal anesthesia and later developed complete lower extremity paralysis. Imaging revealed an l1 fracture with subluxation and cord compression, requiring emergency decompression and fusion, without neurologic recovery. It remains unclear whether the spinal injury was pre existing or displaced during surgery, with hindsight suggesting underlying spinal ankylosis (dish) and that additional spinal imaging or alternative positioning may have reduced risk.